Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that at the completion of an echo cardiography procedure, an rs failure message was displayed and all measurements and patient data were lost. All measurements had to be repeated as the patient's name had been deleted from the hard drive. There was no patient injury reported. No additional information was provided.